Event description:
The siderail allegedly did not lock in place when the rail was raised. The siderail allegedly collapsed when a patient leaned on it and the patient fell off the stretcher. The patient allegedly sustained a laceration that required stitches.